Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported by the sales rep that, surgeon reported he encountered problems during removal of a axsos3 ti tibia plate during remove of the 4mm locking screws. It was impossible for him to remove 4 of the locking screws by using our screwdrivers by hand and by motor, the screwdrivers broke. He used a tungsten drill to break the screw heads in order to remove the plate. The total intervention lasted 1 hour against the usual 10 minutes.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked. Device was not received.

Event description:
It was reported by the sales rep that, surgeon reported he encountered problems during removal of a axsos3 ti tibia plate during remove of the 4mm locking screws. It was impossible for him to remove 4 of the locking screws by using our screwdrivers by hand and by motor, the screwdrivers broke. He used a tungsten drill to break the screw heads in order to remove the plate. The total intervention lasted 1 hour against the usual 10 minutes.